Event description:
It was reported that unspecified bd infusion set had flow issues of wrong rate. The following information was provided by the initial reporter with the verbatim: customer informing of an issue they encountered (B)(6) 2023 regarding the bd alaris infusion pumps running continuous infusions at the wrong rate. Customer discovered that supplier changed their syringes from xxx , and these changes led to the alaris pumps reading incorrect volumes on the pump, thereby delivering the wrong rate to the patient. Both syringes are labeled as ¿monoject¿ on the syringe itself. It appears these changes relate to the barrel size, plunger length, dead space volume and space between volume markings on the syringe. Customer were not informed of these changes prior to receiving these syringes. Customer reached out to cardinalhealth, who informed us that they have acquired covidien, so we may not be able to revert to our old syringes. Customer are reaching out to inform that they feel they are not likely to be the only hospital affected.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues of wrong rate. The following information was provided by the initial reporter with the verbatim: customer informing of an issue they encountered friday, august 25th regarding the bd alaris infusion pumps running continuous infusions at the wrong rate. Customer discovered that supplier changed their syringes from xxx , and these changes led to the alaris pumps reading incorrect volumes on the pump, thereby delivering the wrong rate to the patient. Both syringes are labeled as ¿monoject¿ on the syringe itself. It appears these changes relate to the barrel size, plunger length, dead space volume and space between volume markings on the syringe. Customer were not informed of these changes prior to receiving these syringes. Customer reached out to cardinalhealth, who informed us that they have acquired covidien, so we may not be able to revert to our old syringes. Customer are reaching out to inform that they feel they are not likely to be the only hospital affected.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01623 is a duplicate of 2016493-2023-230815 this supplemental is to cancel MDR 2243072-2023-01623.